Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-6277.

Manufacturer narrative:
A visual and functional analysis of the returned device confirmed the reported event. The returned device revealed that the green retention suture thread had penetrated the black deployment suture thread making it impossible to deploy the stent. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific in 2008, that a ultraflex covered ng esopageal stent was used for an esopageal tumor procedure (patient age, gender and weight unknown) in 2008.according to the complainant "[it was] impossible to deploy the stent. The deploying wire was stiched to the delivery system."the physician completed the procedure with another ultraflex covered ng esopageal stent .no patient complications were reported as a result of this event.